Event description:
It was reported that the customer had a low battery life on the insulin pump. The customer's blood glucose level was unknown mg/dl. No further details given.

Manufacturer narrative:
Findings: unit received with unresponsive esc button due to flattened dome (nocrease). Unable to test operating currents due to esc button flattened dome. No low battery alert noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.